Event description:
A peritoneal dialysis unit rn has reported an incident where a patient has had a diagnosis of peritonitis. The nurse verbally reported that he had a leak with use of this product, however, the date is unable to be confirmed nor can the patient remember the date. The patient had never told the staff of the leak. The patient ended up with a case of peritonitis requiring admission to the hospital and receiving treatment with 2 antibiotics. Currently, the patient is receiving dialysis manually. The plan is that the patient will start hemodialysis as the patient has dementia. There is no sample and the lot is unknown.

Manufacturer narrative:
Of note: it is documented by the md that for this event, there was a break in his technique. Additionally that the patient is currently being worked up for prostrate cancer.